Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 423 mg/dl. No treatment or symptoms of the hyperglycemia were mentioned, but the patient's blood glucose has since decreased to its current value of 219 mg/dl. Troubleshooting for high blood glucose did not occur. The insulin pump was not returned or replaced.